Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. However, moisture damage found on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. Customer's blood glucose level was unknown. The customer reported moisture on the screen. Customer reported past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.